Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00219: screw 2, 3025141-2017-00220: screw 3.

Event description:
Three locking screws were implanted. At some point post op, the three screws were found to be broken. Broken portions were explanted or left in the body.